Event description:
The complainant reported that a male pt had a prima zi abutment placed at (B)(6) on (B)(6), 2009. The abutment was reported to have fractured on (B)(6), 2010. The complainant reported that the device will not be rec'd as the pt swallowed the abutment. There were no indications of any adverse effects to the pt as a result of the swallowed abutment.

Manufacturer narrative:
Product was not returned; therefore, a full investigation into the root cause of the device failure could not be performed. Possible causes of fracture of a zirconia abutment include a torque setting over the recommended 30ncm, misalignment of the abutment during placement, and/or modification of the abutment during prep. Product is supplied by keystone dental as a non sterile part, consequently, there is no expiration date. (B)(4).